Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent stripped off the balloon. During placement of a taxus express2 2.5x24mm drug eluting stent the stent stripped off the balloon. The procedure was completed with this device and no pt complications were reported. Pt condition was ok. Add'l info has been requested.